Event description:
Customer reported that a wide spread power outage occurred in the facility that interrupted patient's crrt treatment, along with other treatment devices that were used in the patient's therapy, including a ventilator. The power outage lasted about 2 minutes. The blood tubing and filter clotted off and had to be replaced. The patient expired sometime throughout the events. Customer has requested b. Braun medical to inspect machine to ensure proper operation. Customer indicated that there have been prior problems associated with the power in the facility. Additional information provided by the facility indicated their investigation is ongoing. They have not yet determined what caused the incident or exactly when the patient expired. It was reported the patient was in renal failure and dialysis as not the only related issue. A b. Braun technician will visit the site and verify the accuracy of the machine.

Manufacturer narrative:
At this time, a determination has not been made as to the exact cause of the incident. The facilities investigation is ongoing. A b. Braun technician is scheduled to inspect the machine, to verify accuracy. At this time, no specific conclusions can be drawn. If any pertinent information becomes available, a follow-up report will be filed.